Event description:
The surgeon claims the following: previous history: hypertension. Condition report: in 2004 - graft replacement of aaa (abdominal aortic aneurysm) was performed. This product was placed under renal artery - iliac artery area, completed with ima (inferior mesenteric artery) ligation. The following month: pt developed a 39.1 c fever. CT confirmed an object around the graft which seemed like a hematoma or an "abscessus" (low density object). The following month: patient was discharged from the hosp. At this time, the pt still had fever (around 37c). 2004: the pt got pneumonia and ascites. Three mos later: the pt got cerebral infarction. The following day: pt deceased. Note: the surgeon who operated on this pt's aaa commented that the pt's death wasn't related to this product.